Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026 the patient was sounding weird and experienced a seizure. The patient was standing but he seemed ¿not there¿. A fingerstick was taken and the blood glucose reading would have been low, but no specific reading was reported. The patient was treated by the parent with glucagon, and they were able sit the patient down. According to the patient, the dexcom app was not providing him any readings at that time. The paramedics were called and when another fingerstick was taken the blood glucose reading was 113 mg/dl. The patient was brought to the hospital. More fingerstick readings were taken, but no specific readings were reported. It was unknown what the cgm device was displaying at that time. The patient was treated with intravenous glucose and saline. The patient was still non-responsive but he was able to eat a small amount of food. It was found out that the patient was partially blind at that point. The next day, the vision came back. The diabetic educator came to check the records on the app, and they found out that the cgm was showing sensor failure for 10 hours. They ended up doing an MRI and CT scan and the doctor said that the patient´s vision was a ¿little blurred¿, due to the seizure. The patient´s vision recovered to normal on the same day as the event. No further medication was reported, and the patient was discharged after 2 days. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.